Manufacturer narrative:
The console is expected to be returned to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console powered up normally. However, a "hot smokey" smell was noticed soon after and the front display shut off. There were no reported patient complications.

Manufacturer narrative:
The reported complaint condition could not be duplicated. Evaluation of the console however showed signs of fluid intrusion on several components. The point of the fluid entry was identified as the area where the flat ribbon cable passes through the door shell to be connected to the display board. The point of fluid entry was selaed with silicone and the display board was cleaned. The console was re-assembled and tested and it passed all functional tests.